Manufacturer narrative:
Submit date: (B)(6) 2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with an adapter used with a pd catheter. The customer reports the patients wife called and reported the patient was connected to the cycler when they noted the (pd) catheter was leaking effluent. This patient was met at the clinic. A hole was present right at the end of the barbed area of the adapter. The catheter was repaired and the patient was treated for gross contamination with ipabx.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, incoming performs acceptance sampling inspection, which would identify issues in the adapter ports. This complaint will be used for tracking and trending purposes.